Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: spiked and hung tpn at approximately on (B)(6) at 2200; noticed that sticky fluid on floor, tubing and pumps associated with the tpn. Saw tubing was leaking. Item: 11171447. Quantity affected: 1 ea.